Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements. The last pace impedance measurement was 1,500 ohms. All other lead measurements were stable and within normal limits. The patient was not pacemaker dependent. Additional information was provided that the patient was evaluated a couple months later and the impedances had increased by more than 500 ohms and are now greater than 2,000 ohms. Boston scientific technical services (ts) suggested further investigation of the issue. No adverse patient effects were reported.

Event description:
Additional information indicates that this patient underwent a revision procedure to evaluate the observation of out of range impedance measurements. It was reported that the impedances had normalized prior to the procedure; however, the physician decided to extract the lead anyway. A new lead was successfully placed.

Event description:
--

Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two separate segments. The returned lead segments passed electrical testing and a fracture could not be confirmed on either returned segment by x-ray. Detailed analysis revealed that the leads tip mesh was torn apart, 90 percent of it was missing. This points to the tip having been encapsulated in place (most likely due to calcification) and pulled/torn apart during explant. A symptom of increasing calcification on the lead¿s mesh tip is a gradual rise in impedance measured by the device over time. Although the leads mesh tip was mostly missing upon receipt in the lab, calcification may have built up on the lead mesh tip creating a non-conductive barrier between the lead mesh tip and the patients heart tissue, thereby increasing the impedance seen by the device gradually as the calcification increased. Prior testing has shown that as the calcified material is removed, the impedance drops.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.